Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 3.0, lab: 6.7, therapeutic range: (2.0-3.0). Tests were done at least within one hour.